Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urge incontinence. It was reported by the patient that they were having a return of symptoms. The patient stated that they tried to connect with their programmer to look at their settings, but they saw 'different symbols' that they could not find in the book. On the call the patient tried repositioning the paddle, but saw poor communication. Patient services redirected the patient to their health care professional (hcp)  to have their internal battery checked on. The patient noted that the doctor they saw left, but they thought that there was another one at the same office that serviced their device so they stated they would check with them. Additional information was received from the patient. They reported that patient has contacted their hcp regarding the issue. When asked to clarify if they were able to determine what error code/massage on their programmer they said no. The cause of the patient seeing different symbols on their programmer was determined to be the internal battery. The cause of the poor communication was not determined. The steps taken were patient received a replacement ins on 2021-05-10. The issue was confirmed resolved.